Event description:
It was reported that bd sedi-40 had a malfunction. This was discovered during use. The following information was provided by the initial reporter: one part was removed, plastic part holding tubes is a bit broken.

Manufacturer narrative:
H.6 investigation summary: bd had performed a technical evaluation of the customer's sedi-40 instrument. It was determined that the dowel pin was missing on the cover. Upon completion of the instrument repair, the service technician had verified that the instrument was operating within normal parameters, as documented in the instrument service report. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd sedi-40 had a malfunction. This was discovered during use. The following information was provided by the initial reporter: one part was removed, plastic part holding tubes is a bit broken.